Event description:
It was reported, that "balloon was not inflating." There was no reported pt injury and / or change in therapy. The involved device has been discarded, therefore not available for analysis and investigation.